Event description:
It was reported the device was returned for repair. Followup information received reported that calibration was off on the real low side and that the high side seemed to be fine. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device would not power up, the device is disconnected. Lead flex cover and main printed circuit board are corroded. Battery contacts are compressed. Battery release, heart block, release spring, battery drawer, lcd (liquid crystal display), encoder flex, and battery flex are contaminated. Upper case, side bail covers, and ring cover are broken. Lower case is broken and contaminated. Side bails and ring are missing.